Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex braid and marksman micro catheter segment were returned for analysis within shipping box; within a sealed plastic biohazard pouch; and within an opened pipeline flex inner pouch. Visual inspection/damage location details: no damages or irregularities were found with the marksman catheter hub. An undamaged shaping mandrel was found within the hub. The marksman micro catheter was found cut at ~9.2cm from the proximal end with the inner wire also cut. The distal micro catheter segment was not returned for analysis. The pipeline flex braid was found partially deployed out of the distal end of the segment. Both braid ends were found fully opened, damaged, and frayed. The middle braid end was found fully opened and damaged, with several braid strands broken (likely caused during the cutting of the catheter. The pipeline flex pusher was not returned for analysis. Testing/analysis: the marksman micro catheter total length and usable length could not be measured as the entire catheter was not returned. The braid was extracted distally, with no resistance encountered. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed as the entire braid length was returned fully opened. Possible causes of failure to open during procedure are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel braid, presence of other indwelling stents or inappropriate anatomy. The braid was found damaged. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braids were returned already deployed and out of its protective introducer sheath and dispenser coil. Customer reported pipeline not positioned in a bend, pipeline was resheathed less than or equal to two times, devices were prepared per IFU, and patient vessel tortuosity as moderate. Therefore, the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after the pipeline was delivered in place, the pipeline could not open at the distal end. After the pipeline was retrieved and released again, the pipeline could still not open at the distal end. The procedure was completed by changing the pipeline with another model. The pipeline was not positioned in a bend and less than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed less than or equal to two times. The pipeline was not used for an off-label use. The pipeline and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an amorphous, unruptured left ophthalmic artery aneurysm with a max diameter of 2.6mm and a 3.2mm neck diameter. The landing zone artery size was 3.7mm distally and 4.1mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered. The post procedure angiographic result showed no issues.